Event description:
Co rec'd a penile prosthesis made by another MFR. The reason for removal given as "defective penile prosthesis." Note: determination of reportability and categorization of this event was made according to this MFR's policies and procedures and the info rec'd in compliance with medical device reporting regulations. These determinations are not intended to evaluate this occurrence or suggest a cause (ref. Sections b1, b2, h1).